Event description:
It was reported that there was an a set screw anomaly during device implant. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the a is1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.